Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to interrogate. The patient¿s pacing and programmed parameters were matching. Monthly battery data graphs show two instances of device battery appearing to not recover as anticipated around (B)(6) of 2016 and (B)(6) 2018. During the device replacement procedure, the device could be interrogated. The device was explanted and replaced. The patient was stable throughout the procedure.